Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the chair will only back up if turning. The end user states the chair will not back up straight.